Manufacturer narrative:
Exemption e2015054. (B)(4). One complaint was received during this report period. Of these, 1 was not returned for evaluation. The device is labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes 1 malfunction event which is associated with undesired damage or breakage of those materials used in device construction. Patient information was not confirmed for the event.